Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device including the handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal with no indication of a product quality deficiency. The posterior cuff was loaded on the foot. Both cuffs were attached to the link and the anterior cuff tabs were damaged. Based on the evidence found on the device, the posterior cuff was missed and the anterior cuff detached from the needle tip, which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. During investigation, the plunger was reinserted to test the needle trajectory, needle depth and push mandrel travel and the results were acceptable. Because testing of the device resulted in acceptable needle trajectory, the most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or the inability to maintain a stable position of the device during needle deployment. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. Based on the analysis of the device and the inspection criteria, the reported cuff miss experience appears to be related to the operational context during use of the product. No manufacturing or quality issues were detected. The needle trajectory of each device is checked twice during the manufacturing to assure that all products perform according to specifications. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the perclose proglide device, attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the device failed. The method used to achieve hemostasis was not specified. There was no adverse patient sequela reported. Though requested, no additional information was provided.